Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Device logs were not attached. Based on technician statement, the nozzle units of air and o2 gas module were replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts were returned for further investigation, therefore the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).